Event description:
The facility rep reported a device with a condition of "keypad to stop the pump does not work". This condition occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital rep. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details becomes available.